Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the lead helix was difficult to extend and the lead exhibited high impedance. Repositioning the lead did not resolve the issue. The lead was not used and a new lead was implanted. The patient was stable.